Manufacturer narrative:
This report is submitted on september 17, 2020.

Event description:
It was reported the patient experienced drainage at the abutment site, and was treated with a medication (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.